Manufacturer narrative:
Concomitant medical product: 5ml zr flush syringe, lot number 3131288, exp 2019-08-01, 0.9% nacl, therapy date: (B)(6) 2018. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
Received a copy of the customer's medsun report from the FDA which states, "administering medication via syringe closed med system, which was y into primary tubing. When flushing medication, primary tubing in alaris pump began to form a large bubble on the tubing directly in pump creating a large bulge in the tubing. Tubing removed from patient and placed in staff lounge on desk." The customer reported that lasix 10 mg was being administered at an unknown rate. There was no patient harm.

Manufacturer narrative:
The customer¿s report of a ballooned in the silicone segment was confirmed. Visual inspection of the set noted that the silicone segment tubing had a bulge ballooned just below the upper fitment. No other anomalies were observed. Functional testing resulted in the set flowing freely and ran with no issues or bulge/balloon in the silicone segment was observed. A balloon was replicated on the as-received set when an IV push/flush was executed below the pump without first clamping the tubing above the injection port. The root cause of the balloon in the silicone segment was identified as being due to when an IV push medication or flush is executed below the pump without first clamping the tubing above the injection port as reported by customer.